Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is fluid under the lcd display. Customer states that due to the insulin pump being exposed to fluid, the keypad is having issues. The blood glucose reading is 104 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify button keypad anomaly due to blank display. The insulin pump had a cracked display window corner and cracked reservoir tube lip.